Manufacturer narrative:
The event took place outside of the united states (in (B)(6) ) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2017 due to a loosening, approximately 27 months after the first surgery. No information on product explanted and implanted.